Event description:
It was reported that the patient observed a power-on-reset (por) condition (with a ¿call your doctor¿ icon on the programmer unit) on their implantable neurostimulator (ins) today when they tried to turn on the stimulation. It was confirmed that the patient was able to clear the por condition on their ins and turn the stimulation on. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).